Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# :v543664, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot#:: v536339, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, serial/lot #: (B)(4), ubd: 13-sep-2014, UDI#: (B)(4). Product ID: 3888-56, serial/lot #: (B)(4), ubd: 30-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The MRI technician wanted to know if the patient could have an MRI of the ankle. The MRI technician stated the patient said the spinal cord stimulator (scs) is not working and has not worked for several years. Additional information was received from the patient. The patient clarified that the device does not work because the leads fell off the contact points and now it is no longer effective. The patient first noticed that the device was not working in 2016. The patient stated that they noticed they were getting stimulation elsewhere. The patient's managing physician is no longer in practice so they were not notified of the issue. No actions had been taken to resolve the issue.